Event description:
It was reported that the 9800 sys was disabled prior to a case. The lemo connector pins and housing were bent. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector housing was repaired and the cable was replaced during the service call. The sys was tested and found to be working as intended and put back into service.